Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc considered there was the possibility this phenomenon was attributed to destroying the electric circuit of the subject device due to water ingress from the camera cable damage part. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation. It could not duplicate the reported phenomenon, it was tested for 1 hour on the first day and 2 hours on the second day though. However as for the camera cable, it was found that there was the scratch on the cable which caused a watertight failure and was twisted. It was also found that the flame of the electrical contact was dented. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was distorted at the unspecified timing. The user suspected the camera cable break. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.